Event description:
It was reported that an asymptomatic patient presented in the operating room for a device upgrade. During the procedure fluoroscopy revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was capped and replaced. The patient was in good condition following the procedure.